Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the alarm was 150 mg/dl. Troubleshooting was performed and the customer was able to rewind. The customer also reported that the screen had scratched that made it difficult to read the display. He stated that the damage was due to wear and tear. Blood glucose value at the time was unknown. It was advised to discontinue the use of the insulin pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
The pump was monitored for several days. The pump was received with all operating currents within specification and passed functional testing, including the rewind, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected low battery alarm anomalies were noted. No motor error alarms were noted. The motor passed the motor test. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip.